Event description:
Discordant, falsely low calcium results were obtained on four patient samples on an advia 1800 instrument. The discordant results were released to the physician(s). The patient samples were repeated on another advia 1800 instrument and results were higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. The customer had replaced the dilution probe pipette, reagent probe pipette 1 and reagent probe pipette 2 after which there were no more discordant calcium results. The cause of the discordant, falsely low calcium results was due to malfunctions in the probe pipettes . The fse monitored the instrument for another day and the instrument is performing according to specifications. No further evaluation of the device is required.